Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca), a balloon rupture occurred. The target lesion was located in the very calcified circumflex (cx). A 12x3.0mm quantum maverick coronary balloon ruptured during the first inflation at 12 atms. Additional balloon angioplasty was not performed; the procedure was completed with an unspecified stent. No pt complications were reported, and the pt's current condition is listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.